Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. There was a reduced analysis. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic environmental stress cracking and cosmetic depression. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic environmental stress cracking and cosmetic depression. A visual analysis was performed only.

Event description:
A dual chamber implantable pulse generator system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately eleven months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not received.